Event description:
Information received indicated the head section is dislodged and will not operate electrically or with the CPR function.

Manufacturer narrative:
The technician investigated and found each side of the pivots out of the pivot slide, causing the head section to be unstable. Both slides, head cylinder and the head sensor linkage were broken. The technician replaced the head frame, pivot slide extrusions and sensors to repair the bed.